Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The contact reported the customer experienced a blood glucose (bg) level of 400 (mg/dl). A new cartridge was loaded onto the pump and the issue was resolved. It was indicated that the customer would resume insulin delivery to address bg levels.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.